Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. There were no errors in the event log. The customer stated that the sample in question was repeated in a heparinized sample tube on the alternate instrument and on the same instrument, which resulted acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument, verified the fluidics and calibrated the probes. The cse checked the incubation ring and luminometer. Quality controls and precision testing were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the alternate instrument and on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2018-00208 was filed on 17-may-2018. Additional information (16-jul-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and concluded that it was indicative of sample specific issue. The sample in question was handled at stat spin protocol. There have been no further issues. The hsc specialist stated that the pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results.